Event description:
The event below is suspected to be part of a national recall from huons, mfg of roughly 8% of bupivacaine included in the bbraun kits. Kit lot #s 0061926831, 0061026831, 0061919584. The patient presented for cervical cerclage and a spinal anesthetic was planned and administered. Despite a technically straightforward spinal and injection of 1ml of hyperbaric 0.75% bupivacaine from the spinal kit into the cerebrospinal fluid, no detectable anesthetic level was obtained and the patient instead received general anesthesia for the procedure. I am also aware of two other similar events with other anesthesiologists (dr. [Redacted] and dr. [Redacted]) that have occurred in the last couple of months. [Redacted] corporate supply chain notified via email. [Redacted] per dr. [Redacted], not reported as occurring at [redacted]. [Redacted] both drs. [Redacted] and [redacted] have had spinal anesthetics with hyperbaric bupivacaine from the kit that failed despite technically straight-forward procedures in the last couple weeks. Dr. [Redacted] told me about hers, and then when dr. [Redacted] had one a week later, I asked him to take a pic of the kit lot # so we can investigate since it seems like a big coincidence. They are questioning the efficacy of the included bupivacaine 0.75% w/ dextrose 8.25%. This is the bbraun pencan spinal needle tray ref#333851 that is in use at [redacted], [redacted] and [redacted]. Manufacturer response for medication, anesthetic, bupivacaine (per site reporter). Bbraun completed an investigation and sent us a letter saying they had confirmed with their manufacturer (un-named) that the medication was fine.